Manufacturer narrative:
Correction: the batteries with lot number 0011780938 were installed on the instrument since 11 jul 2023. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic received additional information that during servicing, the batteries were tested with a multimeter, found to be defective, and required replacement. The batteries with lot number 0011780938 were installed on the instrument since 07 jul 2023. H.6: fdd and fdc codes updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Device evaluation summary: the reported mute button issue was verified during service. Service technician observed the reported issue, and was able to duplicate the reported issue. During testing, service technician also found that the batteries needed to be replaced. The issue was resolved by replacing the keypad membrane, and batteries. Preventive maintenance was performed as per specification. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to use of a bio-console 560 controller instrument, it was reported that the mute button on the base unit was not working. The instrument was replaced. There was no patient involvement, so no adverse effect occurred.